Event description:
The end users caregiver states there are chunks coming off the chair. Additional reportable malfunction for this device; prid (B)(4) - controller has exposed wires.prid (B)(4) - hair is in drive lockout.prid (B)(4) - tires are worn out.